Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. When asked about the cause of not feeling stimulation and being unable to adjust it they stated that the stimulator was not working. When asked what steps were taken to resolve the issue they stated that they needed a new stimulator. This had not yet been resolved as they needed to schedule the surgery.

Manufacturer narrative:
B3: event date is year valid medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding an implantable neurostimulator. The reason for call was patient stated that they r ecently moved and do not have access to a new pain management doctor. Patient stated that it appears that the stimulator is not working as they don't feel any stimulation and when they try to raise the stimulation, it says it can't access it. Patient reported that they want to raise their stimulation but they are unable to; patient said that they do not feel the stimulation or vibrations. Patient stated that they know the battery is working because they have to charge it. Patient inquired about a new doctor and mdt rep in their area; agent reviewed information. The issue was not resolved. Agent sent an email to the field for visibility, a physician listing to the patient, and updated the patients address.

Event description:
It was reported there were low impedances/short that needed to be avoided. Exact impedance values could not be obtained. The lead was replaced as a result and the issue was resolved. The lead was discarded. The ins battery was not replaced. The cause is unknown but the rep noted they would submit any new information that becomes available.

Manufacturer narrative:
Continuation of d10: product ID 389033 lot# j0406106v, implanted: (B)(6) 2004, explanted: (B)(6) 2024, product type lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Patient reported stimulator has gone bad and will be replaced. Issue not resolved yet.